Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported, the customer's insulin pump would not responding to any battery. Customer also reported receiving a failed battery test alarm on their insulin pump. The customer stated the alarm was recurring with a new battery. Customer's blood glucose was 150 mg/dl. The customer's insulin pump will be replaced. No additional information provided.

Manufacturer narrative:
The insulin pump alarmed for a failed battery due to a faulty battery tube. The insulin pump functioned properly after unplugging and plugging in the battery tube connector to the interface board. The displacement test could not be performed due to the failed battery test alarm. The insulin pump was received with a cracked reservoir tube lip, cracked battery tube threads, a cracked case at the display window corner, minor scratches on the display window, a scratched reservoir tube window and a stained end cap sticker.